Event description:
Pt having CT of chest. 22ga angiocath IV started in the right ac. Optiray 320 injected at a rate of 1.5cc per second for volume of 100 ml. Pt did not complain of any pain or burning at infiltration site, around the right elbow area. Technologist noted infiltration at the end of the procedure. Facility infiltration protocol was followed and pt's private physician was contacted. Customer indicates that approx 60 ml of contrast media was infiltrated. No further adverse event was noted.